Event description:
It was reported that at the end of a lap colectomy procedure, while cleaning the device, the teflon tip came off. No error code was given during the procedure. There was no impact to the pt.

Manufacturer narrative:
Date sent: 08/13/2008. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.